Event description:
It was reported that the nav-ring does not function. There was no patient involvement when the event occurred, no patient or user harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
An action assignment was created to address the issue. The service engineer (se) reviewed and recorded the diagnostic logs; the se then performed a pre-operational test and reported that no issues were found. The se replaced the front bezel to resolve the reported issue. The device successfully passed the required performance tests and was returned to service.